Manufacturer narrative:
The patients age was not reported, however it was reported that the patient is over the age of 18. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was to be placed in a transgastric position to treat a pancreatic pseudocyst in an endoscopic ultrasound (eus) pancreatic pseudocyst drainage procedure performed on (B)(6) 2017. According to the complainant, during the procedure, resistance was encountered in the handle while advancing the catheter into the pseudocyst. The stent prematurely deployed into the collection. The physician reported that the deployment hub was locked in ¿position 2¿ when the stent prematurely deployed. The stent was removed from the patient with a snare and the procedure was completed successfully with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.